Event description:
It was reported that a pericardial effusion occurred. During a persistent atrial fibrillation procedure, this emerge balloon catheter along with an amplatz stiff guidwire were selected. The decision was made to catheterize the marshall vein to check for possible alcoholization, before beginning reconstruction of the left atrium. The vein could be seen upon contrast injection on fluoroscopy. The vein was thin and difficult to reach with the guide catheter, the physician preferred to give up the alcoholization. Transseptal puncture was performed with no difficulty. However, prior to ablation, the patient became slightly hypotensive. An echography was performed and a small circumferential effusion was noticed around the right atrium, with no compression of the heart. In the meantime, an ablation of the posterior wall at the superior vena cava was performed. A second echography was performed15 minutes later, which revealed an increase of the effusion. The procedure was stopped and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the intensive cardiologic care unit where they remained stable.